Event description:
It was reported that the customer had an issue with the insulin pump and stated that it stopped working during the night. Customer went to reset the pump and change the set/reservoir, but it squirted a lot of insulin during fill tubing. Customer stated that they have stopped using the pump. Customer's blood glucose was between 440-450 mg/dl at the time of the incident. Customer stopped using the pump early sunday morning. Customer reverted to manual injections but their blood glucose stayed high. Customer ended up having to go to the hospital for only a few hours that day because they were off the pump. Customer had no alarms the weekend of (B)(6) 2015. Customer has had 2 no delivery alarms and a motor error alarm in the past. It was found that the alarms most likely did not occur that night of (b)((6) 2015. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error alarm test. All operating currents were within specification. The off no power alarm functioned properly. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.